Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that since the day of implant the pt has not been able to receive stimulation in the left hip and outer thigh. Pt has been experiencing stimulation below the knees and rib area. Attempts to correct the reported issue with reprogramming have been successful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.